Event description:
Boston scientific/target was notified that the physician could not put in the gdc 10-soft stretch resistant synerg detection circuit in the aneurysm, so he drew it and found that it had dropped automatically, without any detachments attempts. The pt's condition was not affected by this event.